Event description:
It was reported that a spectrum pump had an air-in-line alarm while running a 100 ml bag of potassium. Infusion was delivered on primary line without a carrier (flush bag) during therapy at the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.